Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad and one resolute onyx des was implanted in the circumflex. On the same day post index procedure, patient suffered from perforation/pericardial tamponade . Event was treated with pericardial puncture. Cec adjudicated the event as q-wave mi (vessel unknown). Investigator and safety assessed that the event was unlikely related to index device and possibly related to antiplatelets medication. Patient is recovering.